Manufacturer narrative:
The developement of the zenith device followed successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occuring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, patient selection and pre-procedure sizing. Additionally, the IFU states explicitly how much minimum overlap should exist between the leg extensions and the main body. Both the contralateral and ipsilateral leg grafts are to extend at least one full stent into the main body. If followed, this could reduce/prevent an endoleak occuring in this area of the device. As seen in the event description, the user described this incident as a type iii endoleak. Typically, a type iii endoleak is defined as either a component disconnect or a tear in the fabric. At this time it does not appear either one of these occurred, but rather a compromised interface between the sealing stents of the components resulting in the endoleak. Although no evidence exists to contradict the validity of the event description, there is not enough corroborating evidence at this time to consider the complaint confirmed. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male who is post CABG and has a previous history of pulmonary disease, ischemic heart disease, and high blood pressure, underwent endovascular therapy in 2009. The patient's anatomical form was considered suitable for endovascular repair. The procedure was performed as labeled. The physician placed one main body and two iliac leg grafts. Final angiography revealed a type iii endoleak in the contralateral iliac leg graft. The connection area of the contralateral iliac leg was ballooned again to treat the type iii endoleak. The physician then determined to take a "wait-and-see" approach since an angiography confirmed that the type iii endoleak was reduced. The pt did not show any problematic signs after the procedure. Pt status is unknown at this time.